Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was at the intensive care unit. It was stated that the customer has been disconnected from the insulin pump since she was hospitalized due to diabetes ketoacidosis a month ago. The blood glucose reading was 555 mg/dl. The customer's husband stated that the customer has not been on the insulin pump since august when she was hospitalized. The husband stated that the customer did not hear the low reservoir alarm, and did not have supplies for almost two months. No further info was provided.